Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer has responded and indicated that the batteries were found to be the cause of the issue and the device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.